Manufacturer narrative:
Device evaluation: the stent was positioned on the balloon as per specification with no damage. The hypotube was detached 0.5 cm to the distal end of the strain relief. Please note that this device (eres30018x) is distributed outside the united states; however, it is similar to the united states distributed product (ensp30018ux). (B)(4). Evaluation: results/conclusions: (appears catheter was kinked and re-straightened resulting in detachment).

Event description:
The physician was attempting to deploy a 3.0 mm diameter x 18 mm length endeavor resolute rapid exchange (rx) drug eluting stent to treat a lesion in a pt. It was reported that the catheter of the delivery system broke/detached while the catheter was introduced onto the guide catheter. No pt injury occurred and no clinical sequelae were reported.